Event description:
Reportable based on device analysis completed on 20-dec-2021. It was reported that crossing difficulty was encountered. The 70-75% stenosed, angulated target lesion was located in the severely tortuous and severely calcified distal left circumflex artery. A 25 x 12mm synergy xd drug-eluting stent was advanced for treatment but it failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient condition was fine. However, returned device analysis revealed detached stent.

Manufacturer narrative:
Device evaluated by manufacturer: synergy xd mr ous 2.25 x 12mm stent delivery system (sds) was returned for analysis. The stent was not returned. The crimped stent outer diameter measured during manufacture was 0.038" this is within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. A visual and tactile examination of the hypotube found no issues. Examination of the tip via scope found no damage to the tip. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.